Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2021 and mesh was implanted. On (B)(6) 2022, the patient was seen for clinical consultation due to pain. It was reported that the doctor saw mesh erosion on the left side of the vagina. On (B)(6) 2022, the patient underwent an operation in which the mesh sling was sought out on the left side of the vagina and was loosened. Additionally, the doctor cut off approximately 1.5 cm of the sling mesh. The cut off piece of the mesh was sent to d+r, and also for actinomycis. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).